Event description:
On (B)(6) 2026 while performing a bronchoscopy and had a erbe cryo tube exploded next to my ear. It was very loud similar to a gun shot, and initially I was unable to hear anything briefly, and then had tinnitus in both ears and some hearing loss. Per erbe medical device correction alert from (B)(6) 2026 and that I received today they documented that "there is a potential that the high-pressure co2 leaks into the return path, leading to excessive input pressure on the external tube, causing the cryoprobe to rupture." They mentioned "original recall letter sent on (B)(6) 2026, informed the market that serious injuries have occurred or could occur due to cryoprobe rupturing/bursting during activation. A second recall letter was sent on (B)(6) 2026, informing the market that the original recall was expanding to include additional lots of cryoprobes. Reference FDA recall number res (B)(4)". The failed lot number w0480816 from (B)(6) 2026 at (B)(6) veteran's affairs (erbe rep alerted by nursing and biomed that same day)- is still not listed on recalls. Furthermore, during my in-service in (B)(6) 2026 I was not informed by erbe rep about the prior recalls or the issue, nor was I informed about the (B)(6) 2026 recall prior to this event on (B)(6). The medical correction from erbe should include disclose the potential failure/ issue with providers during in-service. The medical correction letter from erbe, that I received today, mentions to report the incident here.